Event description:
Both knees started to get stiff [joint stiffness], could not bend knees [joint range of motion decreased], knee effusion [joint effusion], left knee pain [arthralgia], trouble sleeping at night [insomnia]. Case description: spontaneous report received on (B)(6) 2009 from a (B)(6) female patient with a history of some kind of arthritis because she had trouble walking down stairs and could no longer jog, initials (B)(6), who experienced stiff knees, could not bend her knees, knee effusion, left knee pain and trouble sleeping at night after starting synvisc. The patient reported that she received one synvisc injection in each knee on (B)(6) 2009. The patient reported that after she received her first and second injections of synvisc in both knees, she went right back to her regular exercise regimen because no one told her to rest or ice her knees after each injection. About three to four days after the second injections in both knees, both knees started to get stiff and eventually she could not bend her knees. She reported that she started to ice both knees continuously until it was time for her scheduled third injections. She saw her treating physician on (B)(6) 2009 and the physician drew fluid off and injected cortisone (unspecified) into her left knee. The right knee did not need treatment. The physician decided not to give the third synvisc injections that day. She had an appointment scheduled two weeks after to receive the third injections in both knees. She was planning on visiting (B)(6) and reported that she needed to be able to walk around. She was still having pain in the left knee and trouble sleeping at night. At the time of this report, the outcome of the patient was unknown. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.